Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm, which deleted settings. Customer did report a motor position encoder error alarm. Customer's blood glucose was 150 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. It was not reported if customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.